Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not detected on bus and had failed. The device was turned off and back on, but the user was unable to resolve issue. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie tray was broken with broken muscle wire. A field service engineer replaced the tray, ran hardware test application test to resolve and had the customer to verify the functionality. The system functioned as intended after the field service engineer repaired the device.